Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There are no reports of pt injury or death associated with this event.